Event description:
The pantera pro coronary balloon catheter was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous segment of the lad. Pci via right radial access was successfully performed with des implantation from the ostial to mid lad. The pantera pro failed to cross the dg1 lesion and was withdrawn without patient injury. The procedure was completed successfully using alternative balloons, resulting in timi 3 flow and no complications. The patient remained stable and was discharged home.